Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). The lead was reprogrammed which caused a sudden spike in lead threshold values, which rose to high levels. The lead remains in use. No patient complications have been reported as a result of this event.